Event description:
Subsequent to the initially filed medwatch report, return analysis noted an unknown whisper guide wire returned frozen in the guide wire lumen of the rx trek catheter. The polymer coating was noted to be damaged. Per the account, the polymer damage likely occurred during the attempt to remove the separated portion of the rx trek. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device, separation, foreign body removal, additional treatment and delay appear to be related to circumstances of the procedure. It was reported that the procedure was to treat a pulmonary artery. It should be noted he coronary dilatation catheters (cdc), trek rx and mini trek rx, global, information for use (IFU) states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device code 1494: incorrect anatomyh6: device code 1494 added.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported the 4.0x30mm rx trek balloon dilatation catheter (bdc) was used in the pulmonary artery. The bdc was inflated and deflated two or three times to 6-8 atmospheres (atm) however after the last inflation, the balloon would not deflate. The physician decided to over inflate the balloon in order to rupture it. After the balloon burst, the bdc was being removed when resistance was met and the hypotube separated. A snare device was used to remove the separated portion of the device, resulting in a clinically significant delay in the procedure. No additional information was provided.